Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants placed too posteriorly. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 383332, mfd. 04/07/15, expires 2020-04, UDI (B)(4). 2nd (second): ifuse implant, p/n 7050-90, lot# 363337, mfd. 04/08/15, expires 2020-04, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7050-90, lot# 333322, mfd. 02/09/15, expires 2020-02, UDI (B)(4).

Event description:
The patient had a recurrence of non-radicular si joint pain after a period of pain relief following the initial surgery in (B)(6) 2015. The patient later presented to a different surgeon who determined that all of the implants were positioned too posteriorly. In (B)(6) 2017, the surgeon performed a revision surgery where he removed all three implants, filled the explant holes with bone graft and then placed three new implants in more posterior positions. The revision surgery was completed without any complications. The status of the patient following the revision procedure is not yet known.